Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator reset itself. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced te power supply, and calibrated the flow sensors, expiratory valve, and the atmospheric pressure, which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).